Event description:
Original surgery was performed @ 1pm c3-4 and c5 corpectomy. The next morning after surgery, the pt complained of numbness in his left shoulder, he thought that his shoulder was dislocated. CT was performed, during the CT, he lost motor control of his left leg. At 3:30pm after the CT was read it was determined the scan showed the peak spacer was impinging upon the spinal cord. Pt was brought back to the or for retrieval and removal of c5 peek modular interbody spacer causing spinal cord impingment and cervical stenosis. The findings showed distraction separation of modular interbody spacer with cephalad segment of the interbody spacer mainly posterior to the c4 vertebral body. The surgeon stated that he could definitely see the change in the c5 modular strut with the more cephalad component diving mainly beneath the posterior portion of c4 vertebral body. The surgeon was able to remove the central and inferior components. The superior component remained, the surgeon was able to easily remove the component and this is where he could see the indentation of the anterior thecal sac. Eight days later - pt being brought back for surgery posterior cervical fusion c4-6. Medtronic has received the 3 components.